Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc's evaluation on the subject device found out the following. Scratches on the insertion tube. Scratches on the distal end. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
Omsc's evaluation on the subject device found out the following. No significant dirt of the lenses or adhesion of foreign bodies to the lenses were noted. No kinks, damages, dirt, or adhesion of foreign bodies to the channels were noted. Brown and white debris were adhered to air/water nozzle. The device history record (DHR) shows that the device was shipped out according to its specifications. The evaluation will continue. If additional information becomes available. This report will be supplemented.

Event description:
The lenses on the subject device tested positive for unspecified microbes. There was no report of the patient's injury regarding this event.